Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences noted.